Manufacturer narrative:
(B)(4). Catalog# igtcfs-65-jp-jug-tulip. Similar to device under 510(k) k090140. (B)(4). Summary of investigational findings: nothing on the filter or sheath indicates a device failure. Under normal conditions the sheath is strong enough to accomplish the procedure, but the sheath may kink, if exposed to extensive force because of tortuous anatomy and the filter may be prone to exceed the sheath wall if the introducer system is advanced through a kinked sheath. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: the physician inserted the delivery system from the subclavian vein and attempted to advance it, but the filter leg penetrated the sheath due to tortuous anatomy. He retrieved the system and replaced with another igtcfs-65-jp-jug-tulip. He inserted it from the jugular vein and placed the filter without problem. Patient outcome: the patient did not experience any adverse effects due to this event.